Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: dates: (B)(6) 2012, inratio inr: 3.1, lab inr: 2.0. Dates: (B)(6) 2012, inratio inr: 2.5, lab inr: 2.0. Dates: (B)(6) 2012, inratio inr: 2.5, lab inr: 1.9. Less than thirty (30) minutes between meter test and lab draw. Patient's therapeutic range is 2.0-3.0.